Event description:
IV was started, and a heparin lock was screwed on, blood was noted to be oozing from the insertion site, the clinician tried to withdraw the catheter to check the site, the cannula came off of the hub, pressure was applied to the site and the cannula was able to be retrieved from the pt using a hemostat. "Today in 2005, at about 0825 care provider was starting an i.v. On mr. Xxxxxxxx. The i.v. Catheter, a 22 ga. Introcan safety (braun), appeared on visual inspection to be intact and functional. Care provider inserted a catheter into the pt's mid-cephalic vein and was attaching the interlink injection site (baxter) per protocol, when care provider noticed blood oozing from the insertion site. At that point care provider a attempted to withdraw the i.v. Catheter slightly to see if that would cause the site to stop oozing. As care provider withdrew the catheter, the hub of the catheter detached from the catheter's plastic tube. Care provider immediately applied pressure to the vein proximally to the insertion site in order to prevent the tube from migrating further into the pt. The tube was still visible and protruding from the vein about a quarter of an inch. Not having an appropriate hemostat available the other care giver was able to extract the catheter tube intact using their fingernails while wearing gloves. The pt remained calm and showed no signs of any ill effects.